Manufacturer narrative:
(B)(4). The complaint mr290 chamber was not returned to fisher & paykel healthcare (B)(4) for evaluation. A lot check could not be performed as a lot number was not provided. Conclusion: in the absence of a device we were unable to determine what caused the problem reported by the customer. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. Any chamber that fails is rejected and the whole batch is placed on hold for investigation. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Any chamber that fails is rejected. This suggests that any damage to the feedset tube occurred after the chamber was released for distribution. The user instructions which accompany the mr290 chamber state the following: - set appropriate ventilator alarms. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in (B)(6) reported to a fisher & paykel field representative that water leaked at the connection of the bag spike and water feed tube of an mr290 humidification chamber at start of use. This was found prior to patient use.